Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that intra-aortic balloon (iab) therapy was initiated on a acute myocardial infarction (ami) patient. The next day the customer pressed the standby key on the cardiosave intra-aortic balloon pump (iabp) and the start key several times to check systolic blood pressure and diastolic pressure. After that, the "calibrating fiber-optic sensor" message was generated and remained displayed. Although an attempt was made to press the start key, pumping did not start. The customer found the intra-aortic balloon (iab) sensor calibration was taking more than 5 minutes and contacted getinge via phone. The iabp was rebooted to continue therapy. It was noted that this issue happened during extracorporeal membrane oxygenation (ECMO) and there was a sound when pressing keys on the touch panel. There was no reported injury to the patient. This report is for the iab catheter in use during the reported event.